Event description:
Pt stated burn to leg was sustained from physical therapy treatment. Therapist utilized a galvanic current stimulation per physician's order in right anterior thigh. Notation in pt's medical record describes a 4 mm spot on right anterior thigh that is slightly purulent and cultured coagulated negative staph. Pt received antibiotic therapy and refused further treatment with the stimulation.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.